Event description:
It was reported that the balloon "exploded in the patient" on three separate occasions during the same case, requiring replacement each time before ultimately placing a coude catheter.

Manufacturer narrative:
It was reported that the balloon "exploded in the patient" on three separate occasions during the same case, requiring replacement each time before ultimately placing a coude catheter. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.